Event description:
Per complaint form: 6 years previous zenith aaa implant has shown bilateral tfle proximal migration on follow-up cta. Tight iliac tfle has migrated superior to ao bifurcation and has folded onto itself. Reintervention is planned for near future. We are attempting to obtain past cta data sets and will forward as soon as they are available. Images have been requirement, but not yet provided to assist in this investigation.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) - additional repairs are not specifically labeled in IFU. (B)(4) - migration is labeled in the IFU. Event eval: still under investigation.